Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the peritonitis was manifested by drain pain. Treatment and outcome of the peritonitis event was not reported. Pd therapy was ongoing at the time of the event. Additional information was requested but is not available. This is report 2 of 4 involved in this event.